Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the low glucose alarm did not sound from the adc device. The customer experienced a loss of consciousness and had contact with a healthcare professional who administered oral dextrose and five 10 ml g-20% glucose injections for treatment of hypoglycemia. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that the low glucose alarm did not sound from the adc device. The customer experienced a loss of consciousness and had contact with a healthcare professional who administered oral dextrose and five 10 ml g-20% glucose injections for treatment of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no physical damage was observed on sensor patch. Extracted data using approved software, sensor was found to be in state 5 (indicating normal termination). No failure modes were observed on the sensor plug assembly. The low glucose alarm threshold in the alarm was set, activated sensor with a known good reader and the low glucose alarms were successfully activated. Therefore, issue is not confirmed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report as the previous MDR's inadvertently was missing the extended DHR investigation for the reported sensor.

Manufacturer narrative:
Additional information: section d4 (serial no) has been update to unk as the previously submitted information was deemed invalid. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. A tripped trend review was conducted for the reported complaint and fs libre sensor and there were no adverse trends that indicate any product-related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the low glucose alarm did not sound from the adc device. The customer experienced a loss of consciousness and had contact with a healthcare professional who administered oral dextrose and five 10 ml g-20% glucose injections for treatment of hypoglycemia. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that the low glucose alarm did not sound from the adc device. The customer experienced a loss of consciousness and had contact with a healthcare professional who administered oral dextrose and five 10 ml g-20% glucose injections for treatment of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. Visual inspection has been performed and no physical damage was observed on sensor patch. Extracted data using approved software, sensor was found to be in state 5 (indicating normal termination). No failure modes were observed on the sensor plug assembly. The low glucose alarm threshold in the alarm was set, activated sensor with a known good reader and the low glucose alarms were successfully activated. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.